Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the message was not crossing over after restarting the required services. A technical support specialist confirmed that the messages were crossing to the es server and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower was on critical override. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.